Manufacturer narrative:
Investigation of this event is in progress . A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 5 days postoperative the pt presented with severe fibrin reaction. The surgeon may attempt a yag at a later date. Add'l info has been requested.